Event description:
It was reported that a hole was found in the bd alaris¿ gp series primary infusion set when drawing up IV tazocin. The following information was provided by the initial reporter: "IV tazocin was drawn up, when staff nurse was priming the giving set they noticed a hole in the giving set. Action taken: antibiotic discarded and new IV tazocin drawn up using new giving set."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes,. D10: returned to manufacturer on: 24-may-2023. H6: investigation summary one 60593 sample was received for investigation in which the customer has reported observing a hole in the tubing of the set. No packaging was received with the sample; however, the customer has indicated that the lot number was 1024718. Residual fluid was present throughout the line. Examination of the sample confirmed the customer's experience as leakage was observed from a split in the tubing approximately 340mm above the male luer component. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 1024718 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous investigations into complaints of this nature have identified that this type of damage is consistent with that caused when the tubing is caught in the heat seal of the packaging machine. Coiling of the tubing is a manually performed assembly step and if the set is not coiled in the packaging nest correctly due to human error, the seal around the edge of the packaging can be compromised by the tubing. The tubing would then be caught in the packaging heat seal, causing damage to the tubing.

Event description:
It was reported that a hole was found in the bd alaris¿ gp series primary infusion set when drawing up IV tazocin. The following information was provided by the initial reporter: "IV tazocin was drawn up, when staff nurse was priming the giving set they noticed a hole in the giving set. Action taken: antibiotic discarded and new IV tazocin drawn up using new giving set."

Manufacturer narrative:
D.4. The reported lot# 1024718 was not found for the reported catalog# 60593. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.